Event description:
It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse on (B)(6) 2009 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced enterocele, cystocele, rectocele, urethra hypermobility, stress urinary incontinence, dyspareunia, urinary retention and vaginal bleeding. It was reported that the patient underwent excision of vaginal mesh from anterior vagina on (B)(6) 2012 due to enterocele, cystocele, rectocele, urethra hypermobility, stress urinary incontinence, dyspareunia, and vaginal bleeding. It was reported that the patient underwent revision of fascial sling for urinary retention, removal of vaginal mesh foreign body, anterior vaginal repair concurrently with cystoscopy on (B)(6) 2012. It was reported that the patient underwent rectocele repair with insertion of cadaver fascia, abdominal sacrocolpopexy with fascia, cystoscopy with hydrodistention on (B)(6) 2013.

Event description:
It was reported that following insertion the patient experienced enterocele, cystocele, rectocele, urethra hypermobility, stress urinary incontinence, dyspareunia, urinary retention and vaginal bleeding. It was reported that the patient underwent excision of vaginal mesh from anterior vagina on (B)(6) 2012 due to enterocele, cystocele, rectocele, urethra hypermobility, stress urinary incontinence, dyspareunia, and vaginal bleeding. It was reported that the patient underwent revision of fascial sling for urinary retention, removal of vaginal mesh foreign body, anterior vaginal repair concurrently with cystoscopy on (B)(6) 2012. It was reported that the patient underwent rectocele repair with insertion of cadaver fascia, abdominal sacrocolpopexy with fascia, cystoscopy with hydrodistention on (B)(6) 2013.